Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited fluctuating pacing impedance measurements on both the chronic device, the newly implanted device and the pacing system analyzer (psa) that suggested greater than 2000 ohms impedances. The lead was re-used in the new device, and measurements went down to 1840 ohms after defibrillation threshold (dft) testing. The physician elected to leave the lead implanted at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.